Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittently the pump wake button response was delayed which required the customer to press the button multiple times in order for it to turn pump on. Customer's blood glucose was reported to be within 54-500 mg/dl. Customer was not having any wake button issues at the time of the report.